Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there appeared to be condensation inside of the drainage tubing.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the visual evaluation, the drainage tubes from samples appeared to have condensation inside of them. The cause of the event could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that there appeared to be condensation inside of the drainage tubing.